Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation, it was identified that the device (serial number (B)(4)) did not contain original parts from manufacturing or servicing of the device. The installed mechanism assembly (20110325-129), ultrasonic sensor (432-11083), and input/output printed circuit board (3111-1-5-324) belong to a different device. Review of the service and device history records (shr/DHR) revealed that the components should be: ultrasonic sensor (10021-047), and I/o board (2633-3-6-458). The mechanism assembly original part number was not recorded. It has been determined that the mechanism assembly and ultrasonic sensor found in this pump were supposed to be in pump serial number (B)(4). It is unknown which device the I/o board found in this pump was supposed to be in. This is an indication that the mechanism assembly, ultrasonic sensor, and I/o board were not original to the device and were installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.